Manufacturer narrative:
Film evaluation summary: the exact cause of the reported removal difficulties during recapturing of the tip into the graft cover, and the cause of the suprarenal stent entanglement could not be determined from the films provided. Complete CT¿s prior to implant and complete angiograms during implant were not available. CT's post-implant were also not returned; therefore, a complete post-implant assessment could not be performed. These events appear most likely anatomy related with off-label use; implanting into a proximal neck which contained 2 ¿ ~90 deg acute angulations at it coursed from the renals to the aaa sac. Films after deployment confirmed that 2 ¿ 4 of the 6 suprarenal stents (on the patient¿s right side) were entangled following deployment, and that 1 of the 4 bifurcate proximal markers were out of plane with the other 3 markers, likely caused by the stent entanglement. This entanglement most likely occurred either during deployment or during removal of the delivery system, and also would have contributed to the reported removal difficulties. The observed potential proximal type I endoleak was most likely a result of the poor stent graft proximal apposition to the aorta caused by the suprarenal entanglement. Although possible, the reported manufacturing issue alleging that one of the suprarenal stents was not loaded correctly into the delivery system could not be confirmed and appears less likely to have occurred. No delivery system issues were seen on the returned films; however, images of the d-s prior to deployment were not returned. The delivery system also could not be returned for analysis since the device was discarded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 66mm abdominal aortic aneurysm. It was reported that during the index procedure there was difficulty recapturing the delivery system of the bifurcated stent graft after the stent graft was deployed. It was reported that it was highlighted prior to the procedure that due the neck angulation it needed consideration that this may occur. As per the physician, a peak of the of the suprarenal stent did not align correctly to the delivery system and the peak was caught by the delivery system causing a hitch of the stent graft wall. No clinical sequalae were reported and the patient is fine.